Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6). Patient country: hall in tirol.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced infusion set tape not sticking due to tore off the plaster while putting on his clothes on (B)(6) 2026. No further information is available.